Event description:
Patient with past medical history of 2 aortic valve replacements and pacemaker developed chest pain and shortness of breath for three days. Electrocardiogram in local emergency room 4/9/94 revealed bradycardia without pacemaker capture. Patient transferred here 4/12/94 for management of heartblock secondary to pacemaker malfunction. External pacing was initiated and patient remained hemodynamically stable. On 4/18/94, pacemaker generator was replaced during a scheduled aortic valve replacement.